Event description:
It was reported to boston scientific corporation in 2009, that a wallflex biliary rx uncovered stent system was used during a stent placement procedure performed one month prior. According to the complainant, during the procedure, the stent was not deploying properly, which the site attributed to stent length. The site indicated that the device may have been too long for the patient anatomy. The procedure was completed with a shorter, bsc stent (product unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional details were provided to the site representative the following month, after the user examined the faulty device and identified a severe kink in the catheter.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not yet been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review, further relevant information is identified, a supplemental medwatch will be filed.